Manufacturer narrative:
On 04/21/10, additional information was provided for this patient in an enclosed article, "midterm results from a multicenter registry on the treatment of infrainguinal critical limb ischemia using a heparin-bonded eptfe graft." Upon receipt of additional information, reportability was re-evaluated. This event was determined to be reportable. The due date for this report is 05/21/10.

Event description:
On (B) (6) 2008, a patient was implanted with a gore propaten vascular graft in the right leg. A bypass procedure was performed from the common femoral to the superficial femoral artery. The patient presented with post-op femoral bleeding 3 months post-implant date which required a surgical revision at the distal anastomosis.